Event description:
It was reported that the charging pad would not retain the power cord connection and was not charging the device, and a replacement charger was shipped. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alerts or alarms. Investigation included customer interview and device use history review. Investigation of this case revealed a charger hardware connection issue consistent with a faulty or worn charging pad or connector. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.